Manufacturer narrative:
One device was returned for repair with complaint of detached downstream occlusion (dso) seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of delaminated dso seal is confirmed through verification testing and incoming inspection replaced dso seal. Device passed all testing criteria.

Event description:
It was reported that device had detached downstream occlusion (dso) seal. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.